Event description:
It was reported that during setup for a procedure at the user facility the knob broke off of the device. The procedure was completed successfully using backup equipment, without a delay, adverse consequences, impact to the patient or medical interventions.

Manufacturer narrative:
The reported event that piece of the knob broke off was confirmed through the visual inspection. Any physical impact to the navigated instrument, such as with a mallet or a similar tool will cause product damage.

Event description:
It was reported that during setup for a procedure at the user facility the knob broke off of the device. The procedure was completed successfully using backup equipment, without a delay, adverse consequences, impact to the patient or medical interventions.